Manufacturer narrative:
H.6. Investigation: two samples and photos received for investigation, upon visual inspection of the two samples it can be seen one of the devices has air bubbles in the barrel. Bubbles in barrel is a cosmetic defect and the product functionality is not affected. Upon visual inspection of the sample provided for connectivity issue investigation, no defects can be observed. The product was visually inspected, no damage, burrs, or other defects were observed within the tip of any of the syringes. Evaluations were performed, verifying all tips were within required specifications, including the luer cone fitting. A device history review was performed for the reported lot 2009096, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Possible root cause for air bubbles may occur during molding process due to air entrance in the mold. Based on the quality team's investigation, we are not able to identify a root cause for syringe connectivity issue related to our manufacturing process at this time. H3 other text : see h.10.

Event description:
It was reported when using the bd plastipak¿ sterile luer slip 1ml syringe the needle was loose/pulled out of hub. The following information was provided by the initial reporter. The customer stated: there was a loose connection between bd's syringe and non-bd's needle. The needle was loose and easily detached. When using another syringe, the needle fit the syringe."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd plastipak¿ sterile luer slip 1ml syringe the needle was loose/pulled out of hub. The following information was provided by the initial reporter. The customer stated: there was a loose connection between bd's syringe and non-bd's needle. The needle was loose and easily detached. When using another syringe, the needle fit the syringe."